Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a case study on a (B)(6) male exposed to magnetic resonance imaging (MRI). The information was provided by another manufacturers field representative. The manufacturer of the dual chamber pacemaker was unidentified however loss of capture (loc), pacing with no perfusion and asystole was observed. No adverse patient effects were reported.